Event description:
As reported by field clinical specialist, about three years post implant, a sapien 3 valve had leaflet thickening leading to increased velocities on echo. The patient is supposed to be treated next week, however, they are still debating whether or not intervention needs to be done. In 2018, the patient had tavr, and then a year after feeling great, the patient received back surgery. It was after the back surgery, that the patient ''never got his breathing back''. The team performed an echo, and continued the monitor the patient. The patient subsequently had a sapien 3 ultra valve placed.

Manufacturer narrative:
Investigation ongoing. Valve remains implanted.

Event description:
As reported by field clinical specialist, about three years post implant, a sapien 3 valve had leaflet thickening leading to increased velocities on echo. The patient is supposed to be treated next week, however, they are still debating whether or not intervention needs to be done. In 2018, the patient had tavr, and then a year after feeling great, the patient received back surgery. It was after the back surgery, that the patient ''never got his breathing back''. The team performed an echo, and continued the monitor the patient. The patient subsequently had a sapien 3 ultra valve placed.

Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by field clinical specialist, about three years post implant, a sapien 3 valve had leaflet thickening leading to increased velocities on echo. The patient is supposed to be treated next week, however, they are still debating whether or not intervention needs to be done. In 2018, the patient had tavr, and then a year after feeling great, the patient received back surgery. It was after the back surgery, that the patient ''never got his breathing back''. The team performed an echo, and has continued the monitor the patient since. Additional information indicates a second valve, a 26mm sapien 3 ultra valve, was required as intervention for the stenosis. After review of the medical records provide, there was severe prosthetic aortic valve stenosis and moderate calcification. The mean gradient was 54 mmhg and the aortic valve area is 0.94 cm2. This required a valve and valve intervention.

Manufacturer narrative:
The valve was not returned for evaluation. A no device was returned, no functional testing, visual inspection or dimensional testing could be performed. No imagery was returned for review. No product returned engineering evaluation performed with applicable technical summary written by edwards lifesciences. Additional information indicated the patient had hyperlipidemia. After review of the medical records provide, there was severe prosthetic aortic valve stenosis and moderate calcification. Review of the related work order did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Review of IFU/training material is captured in technical summary written by edwards lifesciences, which applies to this complaint event. As technical summary applies to this complaint event, an engineering evaluation is not required. Root cause analysis is captured in technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR and device lot history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, it was reported that ''about three years post implant, a sapien 3 valve had leaflet thickening leading to increased velocities on echo.'' In addition, medical record indicates that patient had hyperlipidemia and moderate calcified aortic valve. It is well known that patient with hyperlipidemia may increase the risk of aortic valve calcification, thus accelerate the degeneration or deterioration of the valve. While a definitive root cause was unable to be determined, it is possible that patient factors (hyperlipidemia) may have contributed to the reported event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Update to as reported by field clinical specialist, about three years post implant, a sapien 3 valve had leaflet thickening leading to increased velocities on echo. The patient is supposed to be treated next week, however, they are still debating whether or not intervention needs to be done. In 2018, the patient had tavr, and then a year after feeling great, the patient received back surgery. It was after the back surgery, that the patient ''never got his breathing back''. The team performed an echo, and continued the monitor the patient. The patient subsequently had a sapien 3 ultra valve placed. After review of the medical records provide, there was severe prosthetic aortic valve stenosis. The mean gradient was 54 mmhg and the aortic valve area is 0.94 cm2. This required a valve and valve intervention.

Manufacturer narrative:
Updated medical records received. After review of the medical records provided, there was severe prosthetic aortic valve stenosis . The mean gradient was 54 mmhg and the aortic valve area is 0.94 cm2. This required a valve and valve intervention. The implant was a success with no pvl. No complications or thv edwards device malfunctions were listed. Per the instructions for use (IFU), stenosis is listed in the instructions for use for the thv procedure and is a known potential risk associated with the device. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (smoker, obesity, htn, progression of a pre-existing disease processes) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.